Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi). (B)(4).

Event description:
Two endeavor sprint over the wire drug eluting stents were implanted during the index procedure. It has been reported that an mi occurred approximately 7 months post index procedure. Recurrent ischemic symptoms lasted 10 minutes or more, cardiac enzymes were performed and echocardiogram was performed as a result of this event. Location of mi is unknown. Ref MFR# 9612164-2012-00155, 9612164-2012-00156.

Event description:
It is reported that approximately 32 months post index procedure the patient suffered a potential mi.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).